Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing.   The cause of the reported issue could not be determined. The customer was provided with a replacement device. UDI = (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect an ECG waveform through paddles lead ECG. The biomedical engineer was using a defibrillator analyzer to test the device when the reported issue was observed. There was no patient use associated with the reported event.